Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a keyboard failure. A field service engineer troubleshot issues with the keyboard keys not working, reseated and reconnected the keyboard universal serial bus cable and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a keyboard failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.